Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the cause of the possible overdischarge was unknown. The patient was receiving adequate stimulation postoperatively and the old implantable neurostimulator (ins) was returned to the manufacturer. Analysis had not yet been completed at the time of this report. This event will be updated when additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device had reduced capacity after overdischarge.

Event description:
It was reported that an overdischarge condition was suspected on the patient¿s implantable neurostimulator (ins). It was noted that the patient had trouble keeping the ins battery charged and needed to recharge too frequently. The patient also stated that they felt ¿shocking¿ sensations at the ins pocket site. The patient refused a physician mode recharge (pmr) procedure to reset the device and only wanted to have the ins replaced. The ins was explanted and replaced on (B)(6) 2014. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-mar-20. It was reported that the patient wasn¿t sure if the implantable neurostimulator (ins) malfunctioned. There were no reports of medical or therapy issues and no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).